Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message in the radiology care area. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were reproduced when attempting to load a set and close the door. The door latches close, but with excessive force being required to close door. The door hooks and latch pins were replaced.